Event description:
Customer reported receiving freestyle readings in the 40's mg/dl. Paramedics were called. Paramedics tested with an unk brand meter getting a reading of 94 mg/dl. Paramedics administered juice.